Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused the patient to experienced effusion and then had to do a procedure to fix the effusion. Subsequently the lead put in the normal spot and all went well. This rv lead remains in service. No additional adverse patient effects were reported.